Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with the device missing a component. It was stated ¿the rubber stopper in the shield was missing.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing stopper was observed. Based on the investigation the most likely root cause for this defect is a timing issue with the stopper assembly equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.